Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred during colectomy functional end to end anastomosis in emergency ileus operation. The first firing (mouth side colon), second (anus side), and third firing ( side to side anastomosis were successful). For the fourth firing (closure of insertion), the surgeon tried to fire the device but could not squeeze the handle. The sales rep checked the device and noted that some staples of proximal end appeared in the staple pockets the procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.